Event description:
Info received indicates a loss of ground on the bed.

Manufacturer narrative:
The facilities biomedical engineer indicated the ground loss led was flashing. Hill-rom technical support informed the biomed to inspect the power cord and the line filter. The facility has not returned hill-rom's attempts to determine the resolution.